Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of possible overdelivery. The device was returned to the biomedical department with an unsigned note that stated, "recovery room. Please check. Rate set at 1 (units not provided), 26.3 (units not provided) infused. When checked bag approximately 50cc left instead of 220cc." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. Though requested, no additional information was provided.